Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to an interventional cardiac ablation procedure. The suture of one proglide device was successfully pre-placed and the cardiac ablation procedure was completed. Reportedly, post procedure, when the knot was advanced to the vessel, the knot got stuck on the surface of the body. The suture trimmer was used, but the knot still did not advance. The suture was cut and removed. A second proglide device was prepped for use, but was never introduced to patient anatomy. Instead, manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.